Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the female adaptor is easily disconnected from the grommet. The female adaptor tubing was measured and was found to be within dimensional specifications. Based on the investigation performed the complaint was confirmed. Although the complaint was confirmed, there is not sufficient evidence to assure this issue was originated during the manufacturing process. A dimensional inspection was performed and no dimensional issues were found. However due to customer complaint trending a CAPA request was initiated in order to further investigate this issue.

Event description:
Customer complaint alleges 'the tubing comes very easily from the mask". Alleged issue reported a detected prior use on a patient during inspection/functional testing.

Manufacturer narrative:
Qn# (B)(4). The device involved was not received by the manufacturer for evaluation at the time of this report. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record of batch number 74e1801110 that belong to catalog number 1041 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges 'the tubing comes very easily from the mask". Alleged issue reported a detected prior use on a patient during inspection/functional testing.